Manufacturer narrative:
Please disregard this report the MFR report # 0002249697-2013-03097. Additional information revealed that the unknown lot code is the same as the reported lot code rks174. This lot is being investigated under pr 268991 (stryker ref (B)(4)) under MFR report # 0002249697-2013-03095.

Event description:
It was reported that the patient was undergoing a proximal femoral arthoplasty using a cemented modular proximal femoral replacement prosthesis. During the cementing process, the patient became hyposensitive and a cardiac arrest occurred. CPR was began. During CPR, a tee-transesophogeal echocardiogram showed large amounts of thrombosis in the right side of the heart. Cardiothoracic surgery was consulted and we elected to proceed with cardiopulmonary bypass and open heart surgery to remove all visible clot in the heart, pulmonary arteries and the inferior vena cava. The patients hip procedure was then completed. Transferred ICU and family elected to discontinue all life support. Pt was a no code prior to operating room,. Three batches of stryker simplex cement was used.

Event description:
It was reported that the patient was undergoing a proximal femoral arthroplasty using a cemented modular proximal femoral replacement prosthesis. During the cementing process. The patient became hyposensitive and a cardiac arrest occurred. CPR was began. During CPR, a tee-transesophageal echocardiogram showed large amounts of thrombosis in the right side of the heart. Cardiothoracic surgery was consulted and we elected to proceed with cardiopulmonary bypass and open heart surgery to remove all visible clot in the heart, pulmonary arteries and the inferior vena cava. The patients hip procedure was then completed. Transferred ICU and family elected to discontinue all life support. Pt was a no code prior to operating room,. Three batches of stryker simplex cement was used.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.